Event description:
A plug on a hillrom hospital bed started a fire in the outlet. The blade on the plug has melted and is burnt as well as the outlet. The outlet still functions and it does not appear the problem was with the outlet, but with the plug on the bed.